Event description:
It was reported that the patient's ipg was no longer communicating with external devices following an unrelated surgery. The patient claimed that the ipg was placed into surgery mode. Surgical intervention was undertaken on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient was unable connect with their ipg. The patient had an unrelated surgery where the ipg may not have placed in surgery mode. The rep met with the patient and was unable to recover the ipg. The ipg was deemed inoperable. The ipg was replaced without complications. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.